Manufacturer narrative:
Update: d9, h3, h6 correction: follow-up report submitted to document the device log files were not available for evaluation.

Event description:
No new information.

Event description:
During surgery, the device would not turn on properly and it stated over four liters of blood loss when the laps and towels were not in it. The doctor was notified and had to estimate the total blood loss. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.